Manufacturer narrative:
This report is submitted on september 29, 2021.

Manufacturer narrative:
This repost has been submitted on august 29, 2021.

Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to cholesteatoma. The patient was reimplanted with another cochlear device during the same surgery. It is unknown if patient was re-implanted with another cochlear device during the same surgery as of the date of this report.